Event description:
IV prep kit and specifically the chloraprep:IV prep. When squeezed to activate the cleanser, shards of the glass vial, unknown to the rn, came to the surface of the sponge. When the rn cleaned the patient's forearm in preparation for IV insertion, the skin was broken and cut. Minor injury to the patient only: site cleaned and bandaged. To date, this is the only report of this type of event with this kind of device.what was the original intended procedure?IV prep.device #1is this a laboratory device or laboratory test?no.